Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the feeding tube was broken/cracked at the purple end after being in use for one week. The tube is leaking and the patient is not able to have the current medications via the tube.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reported that the feeding tube was broken/cracked at the purple end after being in use for one week. The tube is leaking and the patient is not able to have the current medications via the tube.¿ no lot number was provided. A review of the device history record (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification follow up was made with initial reporter for additional information. Initial reporter relayed the lot number was not taken as tube was inserted in theatre under ga <(>&<)> packaging discarded. The old nasogastric tube was still in the patient at the time of report <(>&<)> family were taping it at crack to make do <(>&<)> did not wish it to be removed at time of reporting incident. No medical intervention was required. No other patient or incident information was provided. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.